Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age 63, gender f, weight 182, bmi 31.24 at the time of index procedure. What were current symptoms following the index surgical procedure? The answers to this question relate to the second procedure/recurrence. Symptoms: ¿sore bulge¿ onset date? (B)(6) 2016. Other relevant patient history/concomitant medications. None. Product code and lot number? Phy1520v, lot # hh8bwxbo. What is physician¿s opinion as to the etiology of or contributing factors to this event? It appears that the mesh did not hold; no other reason. Was the hernia repair associated with this event performed on primary or recurrent hernia? Primary what was the defect size/type/location of the hernia associated with this event? 4 x 6 cm, lower midline incarcerated incisional. Mesh size and overlap? 15 x 20, 5 ½ x 7 cm overlap. Was the initial surgical procedure laparoscopic or open? Laparoscopic. In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra-abdominal). Intra-abdominal. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? Yes, 3, absorbable. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Secure strap, single mesh. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? Patient heard a ¿pop¿ while doing dishes. How was the recurrence diagnosed? Physical exam. What is the patients current status? ¿worried about swelling¿ but doing well as outpatient. Has medical or surgical intervention been provided or scheduled? Please provide dates and results. Surgery on (B)(6) 2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was the initial surgical procedure laparoscopic or open? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra-abdominal) if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? What is the patient¿s current status? Has medical or surgical intervention been provided or scheduled? Please provide dates and results.

Event description:
It was reported that the patient underwent an incisional hernia repair procedure on an unknown date and mesh was implanted. The patient experienced recurrence of the hernia that will require re-operation. Additional information has been requested.